Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
There was a leakage found from the system stopcock connector. Initially, it was suspicious of the connection of fc transducer was loose. However, after changed a new transducer the leakage was still continued. Therefore, the surgeon decided to change a new set of eds3. Per affiliate: did the reported event cause any delays in the procedure or surgery over 30 minutes? To be provided. What action was taken to resolve the issue? Initially, it was suspicious of the connection of fc transducer was loose. However, after changed a new transducer the leakage was still continued. Therefore, the surgeon decided to change a new set of eds3. Were there any adverse consequences to the patient? Unknown. No leakage after changing a new set. Patient's condition is ok.

Manufacturer narrative:
Updated UDI -- (B)(4). It was initially reported that the device would be returned for evaluation. However, multiple attempts to obtain the sample were unsuccessful. This report has been updated to reflect the corrected information. Complaint sample was not returned to codman; therefore, an evaluation of the device could not be performed. A review of manufacturing records found no discrepancies when the device was released to stock. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
It was previously reported that the device would not be available for evaluation. Subsequently the device was returned. This record has been updated to reflect the corrected information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Upon completion of the investigation it was noted that the eds iii was visually inspected a crack in the plastic at the system stop cock was found. The current quality inspection for these assemblies is established to 100% test for leaks and blockage. Review of the history device records confirmed the device with product code 82-1731, with lot number cvbcbn, conformed to the specifications when released to stock on the 18th february 2016. The root cause of the problem reported by the customer is probably due to over tightening, this however could not be determined. As noted in the IFU connectors should be finger tightened only. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.